Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt poorly while taking part in activities. The implantable pulse generator (ipg) was reprogrammed to counter the inappropriate response but the patient continued to feel poorly. The ipg remains in use. No further patient complications have been reported as a result of this event.